Manufacturer narrative:
Unit received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to verify audio, vibrate anomaly, perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had audio anomaly. Customer reported that the insulin pump was continue beeping. Customer performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.